Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked on the side from the threads to the cover. Corrosion was found inside the battery compartment. The battery cap was not returned with the pump. A new test battery cap was able to fit to maintain electrical connection. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and a call service 088 watch dog failed to respond alarm. A leak test was performed and failed due to a battery compartment leak. The pump cover was removed to find evidence of moisture was found on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).